Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; neurological symptoms have multiple potential causes in the lvad patient population, including non-brain injury related (e.g. Vasovagal reactions, low cardiac output, glycemic abnormalities). It is a known potential complication associated with all patients implanted with vads. Infarction or hemorrhage may be demonstrated either directly by imaging, laboratory, or pathologic examination. No additional information will be forthcoming. Device remains implanted.

Event description:
Approximately ten months after the implantation, the patient developed vomiting and diplopia. The patient was treated with prothrombinex with a subsequent inr of 2.4. The patient is reported to have recovered and was discharged home three days after his admission. His symptoms are reported to have resolved within seven days and the patient was clinically well at that time. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.